Event description:
Device malfunction: physical resistance of thumbwheel, partial deployment. Time of malfunction: during stent deployment. Symptoms/ae: unintended site. Time of symptoms/ae: during procedure. It was reported that during a stenting procedure of the sfa, the physician had difficulty deploying an absolute stent. The approach was contralateral and the iliac artery was described as having heavy tortuosity. The physician had already deployed 3 non-abbott stents in the lower extremity beginning at the popliteal artery. He then placed the absolute in the target lesion, but had difficulty deploying the stent. He turned the thumbwheel and felt a great deal of resistance, and heard 5 or 6 clicks. Fluoroscopy showed the stent had begun to deploy by about 2%, but would not deploy further. The physician then pulled back on the shaft of the stent delivery system and was able to deploy the stent. The stent, however, missed 10 mm of the target lesion. The physician realized that the placement was not correct, but felt this was the best option considering the stent would not deploy at the intended site, and he could not remove it once it had become partially deployed. The physician opted to dilate the lesion with a non-abbott balloon and did not place an additional stent. The procedure was complete without reported patient injury. No additional information available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. During processin fo this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact of distributor.